Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 08-jul-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lower back pain / back pain") in a female patient who had essure inserted (lot no. C266938). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. An unknown time later she experienced back pain (seriousness criterion medically important), headache ("headache"), fatigue ("constant fatigue") and adnexa uteri pain ("pain in the ovaries"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to headache, fatigue, adnexa uteri pain or back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kg. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain / back pain') in a female patient who had essure (batch no. C266938-inv) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), headache ("headache"), fatigue ("constant fatigue") and adnexa uteri pain ("pain in the ovaries"). Essure treatment was not changed. At the time of the report, the back pain, headache, fatigue and adnexa uteri pain outcome was unknown. The reporter provided no causality assessment for adnexa uteri pain, back pain, fatigue and headache with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 53 kgs. Lot #c266938 is no valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jul-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.